Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, causing delayed screen wake of about thirty seconds and occasionally requiring connection to a charger to resume function, which interfered with announcing a meal; blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the implicated component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. The sleep/wake button was responsive and operated as intended while troubleshoot testing. No fault was found with the device.